Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 543mg/dl due to a kinked-cannula with a non-tandem infusion set. The infusion set brand and manufacture was not provided. Customer delivered a bolus to address bg level.